Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. (B)(4).

Event description:
It was reported that prior to the start of a surgical procedure, it was observed that the handpiece device leaked during use. During service and evaluation, it was determined that the had hose damage - hole in hose, the set screw was loose, had low rotations per minute, worn vanes, and insufficient/low power. It was further determined that the device failed pre-test for hose verification, loctite assessment and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.